Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report that during preparation of the clip delivery system (cds), a leak was noted at the gripper lever. It was reported that during preparation of the clip delivery system (cds), a leak was noted coming out of the gripper lever. Therefore, the device was not used in the procedure. A new cds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported leak appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Na.